Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks and exhibited difficulty converting the ventricular arrhythmia resulting in hospitalization. The shock impedance measurements and defibrillation thresholds were noted to have gradually increased. The patient was noted to have gained weight and could have contributed to the increased measurements. This s-ICD system was scheduled for explant and expected to be replaced with a transvenous system, however currently remains in service. No additional adverse patient effects were reported.